Event description:
The doctor indicated that the ratchet wrench extension fractured and stuck to the implant. A portion of the ratchet wench extension could not be removed from the implant. The implant was removed and the site was prepared for future implant placement.

Manufacturer narrative:
The complaint investigator¿s visual inspection of returned component, certain® ratchet extension - long 4.1. 5.0. 6.0mm (d) (ire200) and osseotite® tapered certain® implant 3.25 x 15mm (int3215) confirmed that the fractured tip and o-ring of the ratchet extension did not remain stuck inside of the int3215 and has not been returned for review. The internal hex and collar of the int3215 appear grossly damaged. The ratchet extension was confirmed to be an ire200 and not an imre200 when compared to drawings. The int3215 is recommended for use with the imre200. Further dimensional analysis cannot be performed due to the damage of the as returned product. DHR review has confirmed the following: the review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. A review of the product¿s complaint history in etq did not provide any indication of a manufacturing deviation that would contribute to this event. Although a definitive root cause has not been determined, the customer¿s failure to match the ratchet extension size with the size of the implant as indicated on the product label is the most likely cause of this event.